Manufacturer narrative:
Multiple uses of usb devices (usb sticks, dvd, etc.) On the control panel vrhile transferring ia wi-fi. The blue screen is most likely due to a power limitation of the control panel. The wi-fi dongle is located inside the control panel. The wi-fi dongle is attached to the usb hub in the control panel. The usb hub cannot provide enough power to the wi-fi dongle. If there is not enough power the usb dongle will shut off, ms windows device driver ill lose the connection and throws a blue screen. These were submitted as paper copies on (B)(6) 2016 because we could not get the emdr tool to work and we had been instructed to submit them in paper form. They were returned on mar 8, 2016 by usps mail with a notification that paper copies were no longer accepted. Follow up with FDA advised us to include an explanation of when we attempted to submit the reports via paper.

Event description:
The investigation revealed that the system locked-up with a blue screen. Patient's studies are lost and studies need to be repeated. It can happen at any time, including during an exam. The user would be required to reboot, but also the images may not have transferred due to the loss of the wi-fi connection.

Manufacturer narrative:
(B)(4). The device was not returned to siemens for evaluation; however, the savelogs were captured and reviewed and it was found that the root cause of the reported event was insufficient power to the usb port. The issue was corrected with the cp6 design modification which supplies additional power to the usb port.

Event description:
It was reported that the reported event occurred while live scanning after the tech pressed the continuous wave (cw) doppler. There was no mention of patient harm in the initial report.